Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had software error detected. The customer's blood glucose level was 14.4 mmol/l at the time of incident. The customer stated that they were able to successfully clear the alarm and also were able to rewind the insulin pump. Customer reported that the insulin pump did not pass the self test. Customer also stated that the insulin pump had failed battery test also. The insulin pump will not be returned for analysis.